Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Following a pvc ablation procedure, a pericardial effusion occurred. Following the procedure, the patient became hypotensive and an echocardiogram revealed a pericardial effusion, for which aramine and fluids were administered to stabilize the patient. The patient was discharged and in good condition. There were no performance issues with any sjm device.